Event description:
On (B)(6) 2012, father reported the pt had an elevated blood glucose level of over 400 mg/dl on (B)(6) 2012. She attempted to correct hyperglycemia with the infusion device, but this was not successful. The pt went to the hospital, and when the infusion set was removed, it revealed the cannula was bent. The infusion set was requested to be returned for eval. Additional info was received on (B)(6) 2012, and it was reported, the pt was hospitalized (B)(6) 2012. It was not reported at that time that she had received treatment. Additional info was provided on (B)(6) 2012, and it was reported, the pt received treatment from a healthcare professional with an insulin pen and an infusion set change. She was nauseous and vomited, positive for ketones, and she experienced tachycardia. The infusion set was evaluated, and the complaint regarding a bent soft cannula was not verified. The infusion set meets the product specifications. The used returned infusion sets and referenced samples were visually inspected and tested for flow and leakage, and all test results were within specifications.